Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a1, d4. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 09-feb-2022 to 09- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unexpectedly stopped. The field service engineer replaced the hard drive cable, power cable for hard drive, power cord and rebooted with no bios screen to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped and was not allowing the user to sign in. The customer added that the machine required hard shut down in order to reset and it happened twice in the week. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, preventing users from log in the station. The customer added that the machine required hard shut down in order to reset and it happened twice in the week. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the log in and freezing issue caused due to hard drive cables. The sata hard drive cable, power cable for hard drive and power cord were replaced to resolve. The system was functional as intended.